Event description:
Pt undergoing coronary artery bypass grafting for severe coronary artery disease. Just after going on bypass, the perfusionist noted that the oxygenator was not adequately removing co2 from the pt's blood despite maximal efforts to decrease the pco2. This was confirmed on multiple blood gases including one sent to the laboratory. Add'l pt cooling was undertaken and bypass was stopped for a period of three minutes with an exchange of the oxygenator. Per discussion with the c, CT surgery service there are no ramifications to the pt from this event. However, he stressed that had the perfusionist not been alert, this pt would have experienced significant brain damage as a result. Device has not been evaluated by anyone within the facility. Strongly urge that MFR perform assessment of the device so that pt safety is not compromised should a mfg problem be found.